Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has experienced a broken modular femoral neck. The patient had the implants in (B)(6) 2008.